Event description:
Boston scientific received information that the right ventricular (rv) lead has exhibited increased pacing impedance measurements greater than 2,000 ohms. It was noted that all other measurements for the rv lead were within limits and no noise was observed. The clinic opted to monitor the patient at that time. Additional information was received five months later that upon evaluation, it was noted that the rv lead pacing impedance had gradually increased and that the threshold measurement had also increased. A lead revision procedure was performed and the rv lead was surgically abandoned and a new lead was successfully implanted. The device remains implanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.